Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the ureter during ureteroscopy procedure on (B)(6) 2020. According to the complainant, during the procedure, the corewire of the guidewire broke inside the ureter. The physician was able to retrieve the detached portion. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event.